Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacture confirmed that an olympus brush was not used for reprocessing deviating from the device instructions for use (IFU). The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "Prepare either a single use combination cleaning brush (bw-412t) or a set of channel cleaning brush (bw-20t) and channel-opening cleaning brush (mh-507)." Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of air/water cannot pass to the device smoothly, air/water is insufficient. The issue found during reprocessing. The device was replaced. The facility completed the case with another device. No delay was reported. There was no patient harm, no user injury reported. Device evaluation found a white filamentous substance from the nozzle. This report is being submitted for foreign material found in the nozzle found on device evaluation (device reprocessing, handling issue) .

Manufacturer narrative:
Initial reporter address: full name of the establishment address is (B)(6). The subject device was received and evaluated . Device evaluation and inspection, service repair noted the following findings: inspection noted there was white filamentous substance in the nozzle. The white filamentous substance could not be removed by engineer. Investigation is ongoing. This report will be supplemented accordingly following investigation.